Event description:
Caller states that the device displayed her code number as 765 rather than 065. When a segment test was performed, it was found that segments were missing from the display. No adverse event reported.